Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that the front-panel indicator did not light up and the device did not function due to a patient circuit (cr) board failure (pressure sensor/pressure sensor circuitry). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter establishment name: (B)(6) hospital. The device was returned to olympus and the customer¿s allegation of abnormal noise was not confirmed. However, the customer¿s allegation of the device alarming and the indicator lights on the front being off was confirmed and determined to be caused by a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the high flow insufflation unit indicator light on the power-on panel does not light up, makes an abnormal noise and does not work. The reported problem was found during inspection before use. There was no accessory device. The intended procedure was unknown. The patient was not under sedation. The facility finished the procedure with another device. There was no death, injury or harm reported.